Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening. A microscopic analysis and leak test were performed and identified no blockage in the valve. Based on the device analysis, the final assessment is two striated openings on the anterior side assessed as surgical damage.

Event description:
Device has been explanted.